Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer took his own life. The customer's blood glucose at the time of death was unknown. The caller did not know if the customer used sensors or if one was worn at the time of death. The caller stated that they did not know where the customer's insulin pump was; hence the details regarding the device could not be verified. The insulin pump cannot be returned for analysis since the caller does not know where the device is. No further information was provided by the caller.